Event description:
Customer reported that he was unable to exit the preparing to prime loop on the insulin pump. Blood glucose level was 436 mg/dl at the time of the call. Customer treated with a bolus. No further information was provided.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.